Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020 (also reported as "one and a half weeks ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "approximately ten" (10) one-link needle-free IV connectors were "popping off" while flushing a normal saline which caused a leak. It was further reported that the one-link was connected to a 10 ml saline flush from a non baxter set. It was stated that the rubber part of the one-link forces the syringe back. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of one sample was provided for evaluation. The photograph was reviewed, and no defects were observed that could contribute to the reported problem. The devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.